Event description:
Pt has accelerated wear processes in the polyethylene.

Manufacturer narrative:
Review of the updated complaint details, x-rays, and patient labels shows that the patient has a sn spectron cemented stem. Depuy does not advise use of competitor implants with its implants and therefore a root cause cannot be determined. Cup angle (from x-ray) is approximately 40 degrees with some version. It appears to be well positioned and relatively even with the contralateral joint. Cause of liner wear cannot be determined as used with competitors device. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.